Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 39 mg/dl. The customer stated that she drank juice and her blood glucose went up to 88 mg/dl. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that her basal rates need to be adjusted. The customer declined to troubleshoot for low readings.